Manufacturer narrative:
(B)(4). Medical products: nexgen articular surface catalog # 00599404214 lot # 63188909. Nexgen femoral component catalog # 00599401792 lot # 64003235. Nexgen stem catalog # 00598802011 lot # 64252363. Headed screw 48 mm length catalog # 00579104100 lot # 64644578. Stem extension offset 16mm dia x 100mm length(combined length 145mm) catalog # 00598802016 lot # 62376230. Allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter core store in cool dry place catalog # 00801102020 lot # 64563090. Thin osteotome blade 10mm catalog # 430053 lot # 569493. Allen medullary cement plugs 1-28 mm diameter flange/14 mm diameter core store in cool dry place catalog # 00801102028 lot # 64545194. Stem extension offset 11mm dia x 100mm length(combined length 145mm) catalog # 00598802011 lot # 64252363. Report source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-02967 and 0001822565-2021-02969.

Event description:
It was reported patient underwent a revision procedure three years post implantation due to instability and loosening of the tibial components. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device was not returned. Visual evaluation of the provided pictures shows signs of being implanted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is development of radiolucency at the bone cement interface of the tibial component suggesting early loosening, overall fit and alignment is appropriate, osteopenia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.